Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, it was confirmed that the tissue pad was peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The distal end of the tissue pad was worn away and peeled off because the device was activated in seal & cut mode while grasping nothing (including the case the user kept activating after cutting tissue). The probe and the non-insulated area of the grasping section became in contact with each other. Output was activated under this situation, the error occurred. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus (B)(6) that after two or three times activation, tissue pad was started to floated with an error message and it was detached from the grasping section during lobectomy procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.